Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited no image when angulated in an upper position. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the irregular load applied to the bending section caused the internal image sensor unit cable to break. However, we could not specify the event; therefore, a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "ltf-s190-5 operation manual chapter 3 preparation and inspection:3.8 inspection of the endoscopic system: inspection of the endoscopic image.". Olympus will continue to monitor field performance for this device.